Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error 63 and 130. Trouble shooting was not performed. The pump will be returning.

Manufacturer narrative:
The device passed the sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on electrical board. No damage noted on the motor. The motor was tested outside of the device and passed. The device alarmed pump error 63 and format history file analysis confirmed pump error 63 due to poor solder joint at ambient light sensor on keypad assembly. The device had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button.